Event description:
The doctor reported an implant collar fracture after 23 months, noting an episode of crown mobility on (B)(6) 2025 that was initially misdiagnosed as simple mechanical play, only to discover the implant was already broken. Patient suffered from pain, mobility and crown loss. Implant was removed. Procedure will be completed once proper healing is achieved.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227.